Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 2.50 x 24mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage, with stent struts lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks and damage on several locations of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found shaft polymer extrusion kinks, as well as shaft polymer extrusion damage located 21.1cm distal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24 x 2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24 x 2.5mm target lesion was located in the severely tortuous and moderately calcified left circumflex artery. A 2.50x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. It was then noted that the tip of the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.